Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. At the time of the event, the customer was alerted to the battery becoming hot by the pump resulting in a valid temperature alarm occurring. Reportedly, the pump was charging during the event. Customer's blood glucose was 117 mg/dl. The customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.